Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2008 and refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2009 which qualifies this case as an incident. Study description: study (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6) the patient's medical history included 2 children. The patient's drug history included combined pills. The patient last menstruation period before the insertion procedure was (B)(6) 2008. On (B)(6) 2008, essure was inserted in the operating room in the hospital. The patient's uterine cavity condition was normal. The procedure started on left side. The physician did not consider easy to introduce the catheter into both tubes; on the right side there was poor visualization and on left the difficulty was not specified. At the end of procedure she had 2 coils externally visible in the uterine cavity on the left side. The patient experienced pain during and after the procedure. Vasovagal syncope during the procedure was denied. No other procedure was done at the same time of the insertion. The procedure took 15 minutes and only placement of left side was successful; absence of visibility was the reason for the unilateral placement. During consultation on (B)(6) 2009, the patient reported that she did not used postoperative analgesics; she also reported that she had postoperative effects like pain/cramps. She used combined pills as back-up contraception. At this consultation, hsg (hysterosalpingogram) was done and showed that the left insert was not in place and occlusion did not occur. The final result was considered an essure failure due to abdominal migration. Physician suspected of perforation in left side. On an unspecified date, laparoscopy procedure was done and migration of left insert into ampulla of uterine tube was observed; a tubal ligation was performed. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred term: device dislocation. The analysis in the global safety database revealed 322 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this study case report refers to a (B)(6)-year-old female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and during laparoscopy, it was found out that there was a migration of the left insert into ampulla of uterine tube. This event, seen as device dislocation, is serious due medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the insertion was difficult, patient experienced pain during and post procedure. At confirmation test (hsg) the tubal occlusion in the left side was not achieved and the insert was not in good position. Physician suspected of perforation. A laparoscopy was performed and the left insert had migrated to ampulla and a tubal ligation was done. Considering event's nature, causality with device is assessed as related. Since intervention was required, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.